Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that during a procedure to obtain a skin graft the device malfunctioned causing the donor tissue to tear into several pieces. The dermatome was inspected by the scrub nurse and physician and the blade was replaced and re-seated. After a second attempt, the same thing occurred. A loaner dermatome was obtained and the case was completed. Additional clinical information determined that there was no impact/damage to the graft harvest , however an additional unplanned graft harvest was required to complete the surgery. No additional information available at this time.

Manufacturer narrative:
The air dermatome device, serial number and manufactured date unknown, was not returned to zimmer surgical for evaluation and repair. The customer¿s reported event could not be confirmed and a cause could not be determined at this time.